Event description:
During verification testing at the service center, charring was noted on the female end of the ac power cord.

Manufacturer narrative:
The device was received on (B)(4) 2012. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.